Event description:
It was reported that this implantable penile prosthesis was not working. Ultrasound examination found air in the device pump, liquid in the patient's scrotum, and signs of infection. The device was explanted and later replaced. No further adverse patient effects were reported.

Event description:
It was reported that this implantable penile prosthesis was not working. Ultrasound examination found air in the device pump, liquid in the patient's scrotum, and signs of infection. The device was explanted and later replaced. No patient complications were reported.